Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited (premature battery depletion (pbd). This is a malfunction as this is not the expected outcome from this device. No additional adverse patient effects were reported.